Manufacturer narrative:
On (B)(6) 2020, the implanting clinician determined the proximal end of the lead protruded out of the open incision and had to be placed back inside and anchored. The implanting clinician noted that the patient has a history of using illegal drugs. The patient had tested positive for three illicit drugs on the implant procedure date, affecting the wound healing process. The clinical representative noted the implanting clinician did not follow instructions for use when performing the implant procedure. The implanting clinician does not use the coil technique and often will not secure the proximal knot. The physician sutures at the distal incision near the maker band. The clinical representative has repeatedly asked the implanting clinician to follow the IFU. However, the physician responds that it is not necessary to follow the IFU with his surgical skills. The implanting clinician prescribed antibiotics to the patient to help with the incision not healing. Based on this information, the device erosion was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the device erosion/wound not healing is patient non-compliance and inadequate placement-user error.

Event description:
On (B)(6) 2020, the patient reached out to the implanting clinician and the clinical representative, reporting issues with wound healing and the leads coming out of the incision